Manufacturer narrative:
The reported complaint of "the thermogard xp ivtm system (sn (B)(4) displayed mid:09 (air trap assembly) error message" was not confirmed during the functional testing, but confirmed during the event log review. No device malfunction was observed during the testing and the ivtm system worked as intended. The root cause for the mid:09 error message was due to the defective air trap block as a result of wear and tear of the system. The thermogard xp ivtm system is a reusable device and was manufactured in 2013 and is 6 years old, system has exceeded its expected service life of 5 years. Upon visual inspection, unrelated to the reported complaint, observed broken stud on the system base and noticed that the white guide rollers and assembly cold well cap were worn out due to normal wear and tear. The cause for the broken stud was due to mishandling. The white guide rollers and assembly cold well cap needs to be replaced to remedy the damage. The thermogard xp ivtm system passed the functional testing without any fault or error. The event log review showed multiple mid:09 errors on the reported complaint date. The air trap block needs to be replaced to remedy the error. Upon customer approval, the defective parts will be replaced and the ivtm system will be further tested to full specification. Historical complaints were reviewed and there was no similar complaint reported for the thermogard xp ivtm console with serial number (B)(4).

Manufacturer narrative:
Zoll has not received the thermogard xp ivtm system (sn (B)(4)) for investigation. A supplemental report will be filed when the product is returned and the investigation has been completed.

Event description:
During self-test, the thermogard xp ivtm system (sn (B)(4)) displayed mid:09 (air trap assembly) error message. The user power cycled the system, however, the error message persist. No patient involvement.